Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 576 mg/dl and that it at one point exceeded 600 mg/dl. The customer treated with a pump bolus. No products were shipped or returned.